Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: h2, h6. Corrections to b1, b2, and h1. The customer contacted olympus technical assistance support (tac) via phone and troubleshooting was performed. The device was not returned to olympus for evaluation. The reported failure was confirmed. The device had communication issues. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information was received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported during a therapeutic sinus endoscopy with polyps procedure, the console had an error code (e12 restart console). The handpiece connected to the console would not rotate. The console was restarted several times and the issue did not resolve. Another handpiece was connected to the console with the same results and the user tried restarting several times again. The procedure was prolonged greater than 30 minutes. There were no reports of patient harm.